Event description:
As reported, 8f vaxcel valved port/catheter was removed on (B)(6) 2012 due to the patient experiencing pain during flushing. When removed, the catheter was found to have a split in the tubing. The port had been originally placed on (B)(6) 2008. The patient did not experience any complications from this event. The port removal coincided with the end of the patient's treatment, so a new port was not placed. The used port/catheter assembly was returned to (B)(6) for evaluation.

Manufacturer narrative:
Although the device from the reported event has been returned to (B)(4), the device evaluation has not yet been concluded. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).